Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter deflated prematurely. The patient reportedly experienced pain with the removal of the catheter. No medical intervention was required. The patient then re-inflated the balloon and allegedly observed that the balloon was larger on one side than the other. The complainant noted that the balloon was inflated with 10cc of fluid.

Event description:
It was reported that the balloon on the foley catheter deflated prematurely. The patient reportedly experienced pain with the removal of the catheter. No medical intervention was required. The patient then re-inflated the balloon and allegedly observed that the balloon was larger on one side than the other. The complainant noted that the balloon was inflated with 10cc of fluid.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) with no leaks observed. Active length of the catheter balloon was measured (0.7445") and found to be within specification (0.6"- 0.9"). The inner diameter of the catheter funnel (0.3700") was in specification (0.36"±0.01"). The catheter was confirmed to be 18 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to us"